Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: 1.) Although the reported problem of b30 error could not be reproduced on the device evaluation, it is likely that it occurred because the user did not dry the electrical contacts of the scope sufficiently or connected the scope while inappropriate material (e.g., chemical residue, water scale, sebum, dust, gauze bubble, etc.) Was present on electrical contacts. 2.) The blurry image, identified on the device evaluation, likely occurred because the electrical connection became unstable and the image signal from the scope could not be correctly transmitted to the video processor due to the failure of the lock part of the video connector receiver. 3.) The lock failure on the video connector occurred and was likely due to wear of the locking part caused by repeated use for a long time.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The unit was tested and the reported problem was not duplicated. A worn out locking latch mechanism was found, causing a blurry image when manipulating test scopes. A conclusive root cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that they observed static and a b30 error code every time a scope or camera was connected. The reported problem occurred during a therapeutic procedure. The intended procedure was completed after a 30 minute delay, using another device. There was no patient injury, harm or medical intervention associated with the reported problem.